Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials: (B)(6), weight and age not provided by reporter. Unknown when non-union occurred. UDI: (B)(4), unknown lot and expiration. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, the patient had a femoral fracture on an unknown date. On (B)(6) 2015, the patient had a trochanteric fixation nail advanced (tfna) revision surgery after it was noted on x-ray that the patient had a non-union. Post-operative surgery x-rays revealed that the femur was 4 cm shorter than the natural femur length. The surgeon removed the tfna and revised the patient with a non-synthes product. The revision surgery was successfully completed with no surgical delay and the patient is doing well. There is no additional information. This complaint involves 4 parts. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 4 for (B)(4).